Event description:
It was reported to the manufacturer that the site's handheld screen was continually freezing during interrogation. Reseating the flashcard would temporarily resolve the freezing screen; however, the site requested that a new device be sent to replace the non-working device.